Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The valve was visually inspected and it was noted that the silicone housing was torn around the cam mechanism. Since this had not been reported by the customer, it is possible that it may have occurred during ex-plantation. This however, could not be confirmed. The device was tested. The valve was able to program. The valve was irrigated and no blockage was noted at the ruby ball. It did however leak from the tear in the silicone housing. The valve was examined, and it was found that biological debris was found on the spring, on the ruby ball, seat of the ruby ball, on the cam mechanism and on the base plate. A review of the history device records confirmed the device conformed to the specifications when released to stock. Biological debris was the apparent root cause of the problem reported by the customer. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the valve could not reprogram the pressure. As a result, the device was revised.